Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (will not hold a charge, failed ir test) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, all three of the battery tri-cells were depleted. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack failed an internal resistance test and was unable to hold a charge.